Manufacturer narrative:
On 8/31/2020,, biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a male patient (66kg). This adverse event was discovered after the use of biosense webster products. No medical intervention was required. The patient¿s condition did not require extended hospitalization. Since there was no thrombus or stenosis, physician supposed that spasm may have occurred at the time of the st elevation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30347538m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered electrocardiogram st segment elevation. After the procedure, when the patient returned to the hospital ward, an st-segment elevation was observed. The patient was checked by cag (coronary angiography) and there was no thrombus or stenosis. The physician comments that there was the possibility of spasm. The complaint product(s) will not be returned for analysis. No further information is available. There was no report of intervention to preclude permanent injury nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.